Event description:
It was reported to philips that the right-hand monitor boom had no image, with the green led lit, on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the faulty dvi receiver, and the system was fully functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).